Manufacturer narrative:
The device history record (DHR) confirmed that the ilet met all manufacturing specifications prior to release. No malfunctions or motor errors were observed. Device data show cgm glucose peaked at 238 mg/dl around 2:00 pm, consistent with unannounced juice intake. A "usual lunch" announcement delivering 1.862 units was entered at 3:50 pm, when cgm glucose was 113 mg/dl and trending downward. Hypoglycemia occurred approximately one hour later. System logs documented cgm alarms for low and urgent low glucose during this period, and the ilet responded appropriately to sensor data. The event reportedly occurred during physical therapy. The combination of correction insulin, delayed meal announcement, and possible exertion likely contributed to the severity. Based on available information, the ilet functioned as intended.

Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that the user experienced hypoglycemia during a physical therapy session around 5:10 pm pt. Emergency medical services (ems) were called, and the user was treated on site with intravenous (IV) dextrose. The user was not transported to the hospital. The lowest reported blood glucose (bg) was 39mg/dl. It was noted that the user announced lunch after receiving correctional insulin for unannounced juice. Meal timing and announcement strategies were reviewed during a follow-up training session.